Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi temperature ablation catheter was selected for use. It was reported that as soon as it enters the patient's body, the temperature rises rapidly and does not drop. No error message was displayed. The device has been replaced and the procedure was completed successfully with no patient complications. The device will be returned for analysis.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The intellatip mifi oi temperature ablation catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and no defects were noted. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. A continuity test was performed and no open or shorts were detected. Finally, the ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation of catheter poor temperature control - higher than expected; the device functioned as intended and passed all test performed and analysis did not reveal any fault condition within the product.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi temperature ablation catheter was selected for use. It was reported that as soon as it enters the patient's body, the temperature rises rapidly and does not drop. No error message was displayed. The device has been replaced and the procedure was completed successfully with no patient complications. The device was returned for analysis.